Event description:
It was reported that when performing preventive maintenance, a technical error code indicating a pressure issue leading to an open fresh gas safety valve was detected in the device logs. No patient harm has been reported. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
When checking the device logs prior to performing the annual preventive maintenance of the anesthesia system, our field service engineer detected two occurrences of a technical error code indicating a pressure sensor issue. A pressure transducer board was replaced as a preventative measure and after completing the preventive maintenance and successful testing, the anesthesia system was cleared for clinical use. The reported technical error can be verified in the technical log but the other logs do not cover the event date. The replaced printed circuit board was received for investigation. Testing of the printed circuit board in a reference flow-I did not result in any technical alarms, clinical alarms or system checkout failures. A long term testing for approximately one week in ventilation mode on a test lung was conducted without issues. The true cause of the reported issue has not been determined.

Event description:
Manufacturer's reference number: (B)(4).